Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing noise on the ventricular rate-sensing channel causing pacemaker inhibition in the pacemaker dependent patient. It was further reported that the ICD delivered an inappropriate shock to the patient when he went into sinus tachcardia.